Manufacturer narrative:
The device was returned, decontaminated and investigated. Investigation findings revealed the customer complaint was confirmed. The device was returned with a broken jaw at the hinge point. Because of the condition of the returned device, a functional test is not possible. The type of damages observed are the result of excessive force or stress applied to the tip of the device. If jaws of the device are activated on hard material or used outside of its intended, use in any way, the dimensions of the jaws will be compromised. If the force applied on the grasper exceeds 9.9lbs the tip will break. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. A device complaint history check was conducted on part number 3222, and there have been zero similar complaints from this part number in the past year. This is an isolated incident.

Event description:
One of the jaws on the graspers broke off during a procedure and needed to be retrieved from inside of the patient.